Event description:
The advocate called on behalf of a (B) (6) customer. She alleged that control tests were performed using the customer's contour meter and a result of "lo" was received. The normal control range was not provided, but should be around 5.6-7.8 mmol/l. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.